Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a kinked guide wire while inserted through a cvc catheter. The guide wire appears to be severely kinked. A probable cause of the guide wire/catheter resistance cannot be determined from the photo and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation of the customer supplied photo. The image showed the guide wire was inserted through the catheter and was severely kinked; however, the actual complaint sample was not returned for evaluation. A device history record review was performed with no relevant findings. The probable cause of a kinked guide wire cannot be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the doctor had difficulty removing the guidewire, "the catheter is bent and the guide comes out bent in multiple parts". The patient was punctured again and another catheter used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the doctor had difficulty removing the guidewire, "the catheter is bent and the guide comes out bent in multiple parts". The patient was punctured again and another catheter used. No patient harm reported. The patient's condition is reported as fine.